Manufacturer narrative:
The lead was damaged during the explant procedure and was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead had fallen and this lead dislodged. There were no allegations against the patient's system related to the patient's fall. An invasive procedure was performed and the lead was successfully replaced.